Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the percutaneous transluminal coronary angioplasty procedure (ptca) was to treat a moderately calcified, moderately tortuous, de novo, left anterior descending artery (lad). Pre-dilatation was done with an unspecified balloon and the 2.75x18mm xience xpedition drug eluting coronary stent (des) was implanted at the target lesion. After removal of the delivery system, a dissection was noted at the distal end of the stent. The physician covered the dissection with another des to successfully complete the procedure. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela. There was no additional information provided.